Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and an increase in ventricular capture thresholds. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.